Event description:
A customer reported to baxter (B)(4) of a secondary medication set with I. Cannula interlink in which customer observed "an unknown foreign body in the chamber." The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a secondary medication set with I. Cannula interlink in which customer observed "an unknown foreign body in the chamber" was confirmed during sample evaluation. Actual defective sample was available for evaluation. During visual inspection, a small brown mobile particle was found inside the chamber. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.